Event description:
Per the audiologist's report, the patient's skin flap became swollen periodically. In december 2005, the skin flap broke down. Doctors treated the area (method unknown). However, the implant site did not heal. In 2006, the device was explanted and a new device was implanted.